Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks with therapy exhaustion. There was noise on the shock channel, which appeared to be myopotential noise. The device was reprogrammed to increase the rate cut off in the ventricular tachycardia (vt) zone, as well as to reprogram the tachycardia discriminators. This resolved the issue. The patient also had episodes of pacemaker mediated tachycardia (pmt). No adverse patient effects were reported. The device remains in service.